Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the drive support cap was flushed. The blood glucose was unknown at the time of the incident. The damage occured inside the screen. Perform a self-test which was passed. Customer was able to perform the displacement test. Results of the displacement test was piston moved up. Customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.